Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while priming. The customer's blood glucose level was not reported. He stopped using his insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reference medwatch 3004209178-2015-54097 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.